Event description:
The complainant reported that the SNOO Smart Sleeper would sometimes operate as intended and at other times would not power on. The complainant continued to use the device during this period. At some point, the complainant alleged that they noticed some smoke from the device and then it ceased working. The complainant said that they were worried about a fire potential. No adverse event or injury to the infant was reported.The caregiver said that the unit was a gift and that the original purchase information was not available. Happiest Baby records indicate the unit was purchased in 2018, used by multiple users, and is seven years past the one-year warranty period.

Manufacturer narrative:
Photographs of the unit and the product rating/identification label were provided by the caregiver. No photographs depicting smoke, scorching, or thermal damage were provided.The family was requested to return the bed, but it has not been received by HBI. For this reason, it has not been possible to perform a physical evaluation or teardown of the subject unit. Accordingly, a root cause for the reported failure has not been established, and no conclusion as to the cause of the reported event is made in this report. HBI has requested return of the subject unit for inspection. If evaluation of the returned unit identifies material evidence indicating the device was a cause of or contributing factor to the reported event, a supplemental report will be filed providing the evaluation findings, failure mechanism, and cause assessment.